Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The assignable cause was related to use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The registered nurse (rn) stated the hp stated the hc beeped, so he cycled the power and the hc beeped, and then he cycled the power again. The rn stated that the hp had disconnected from the machine and not press stop and when the cycler went to drain then the hp reconnected upon return. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.